Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the pump was unable to be primed. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1: device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2017 with the following findings: a review of the black box data and alarm history revealed call service alarms had occurred. The pump powered on with a cs 069 call service alarm that could not be cleared. Further testing was not able to be completed. The complaint of a loss of prime issue was not able to be investigated due to the unrelated call service alarm issue. The call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm.